Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received back to back calibration errors. Customer also reported receiving a bad sensor alert. The blood glucose reading was 141 mg/dl. Customer reported that the alert occurred after the initialization and after the second consecutive calibration error alert. Nothing further was reported.